Event description:
Reportedly, the smart monitor lights up and switches first to orange light, then to the green light. After a few minutes the home monitor turns off. Despite several resets, the transmitter turns off after the green diode. Unable to have a connection with the transmitter.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Upon reception of the returned device the reported issue was confirmed: o visual inspection revealed no anomalies o when starting the device the orange light first lights up, but turns off after a short time most likely the observed issue is related to a high number of pending files which were not sent to bo the root cause of the observed issue cannot be determined with certainty. It can be hypothesized that it might be related to memory corruption and/or internet issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smart monitor lights up and switches first to orange light, then to the green light. After a few minutes the home monitor turns off. Despite several resets, the transmitter turns off after the green diode. Unable to have a connection with the transmitter.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Returned device investigation confirmed the reported issue. However, further investigation is requested to determine a root cause.